Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on approximately (B)(6) 2022 during a total hysterectomy procedure and the ¿v-care uterine manipulator that broke inside of a patient. The green plastic cup popped off inside the patient. Delay to surgery to remove the cup and continue procedure.¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: e1 reporter was updated to reflect the medwatch information. Manufacturer narrative: received one 60-6085-201a in unoriginal package. Lot number was not verified. Performed a visual inspection, the vcare came dissembled. The uterine balloon was fragmented. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: a medwatch report number (B)(4) was received on 4oct22 for this event. The procedure date is (B)(6) 2022 and the report states this is a product problem not an adverse event. The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium was being used on approximately (B)(6) 2022 during a total hysterectomy procedure and the ¿v-care uterine manipulator that broke inside of a patient. The green plastic cup popped off inside the patient. Delay to surgery to remove the cup and continue procedure.¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.